Manufacturer narrative:
The lens was returned for evaluation. Solution was dried on the lens. One haptic was broken in the gusset area (not returned). A section of the optic was broken of where the broken haptic was attached. A small section of the optic near the broken haptic was also split and cracked. Deep gouge marks are observed in the center of the optic on the posterior side. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. There have been no other complaints reported in the lot number. Broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage was not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A inventory management specialist reported that during an intraocular lens (iol) implant procedure the trailing leg on the lens cracked/broke off. The incision was enlarged and a suture was used. Additional information was received from the initial reporter, who reported that there was no patient harm.